Event description:
A customer reported that their pump declared alarm 20 during the pumping process, and despite assistance from technical support to load a new cartridge correctly, the cartridge alarm recurred, preventing the resumption of insulin therapy. The blood glucose level was recorded at 18.9 mmol/l, indicating no adverse impact. Customer reverted to using a multiple daily injection (mdi) system as a backup therapy to ensure continued insulin delivery.